Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Detailed analysis of the leads was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Therefore, we are unable to fully evaluate the reported event. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The defibrillation conductor was fractured. The distal conductor was fractured. The defib conductor was distorted. The distal conductor had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay. The inner tubing was kinked/buckled. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The exposed defib coil was noted with a white substance. The outer insulation has cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The lead was stretched. (B)(4) the proximal segment was returned and analyzed. No anomalies were found. The outer insulation was melted and had cosmetic depression. Visual analysis noted apparent explant damage.

Event description:
It was reported that the right ventricular lead showed impedance was high. The right ventricular lead was explanted and replaced. It was also reported that the atrial lead had low sensing. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.